Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
When the bed is raised up and the end user sits on the foot end of the bed, the foot end will go down.